Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will request the serial number from the customer. If this attempt leads to an UDI, we will add it in our follow-up report.

Event description:
It was reported that the device failed to deliver air during patient use. The device displayed a malfunction, rendering it inoperable. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation was based on the provided information including a screenshot of the technical log file of the device. The user log file was not made available for the investigation. As the user log file was not available, the reported event could not be verified. The screenshot of the technical log file shows a self-test failure of the blower during start-up procedure. Additionally, a boot failure was logged as the self-test of the device failed three times. It can be assumed that these failures were logged after the following switch on procedure as the alarm could not be resolved by resetting the device. Therefore, the reported event was most likely caused by a faulty blower. It is recommended to check and repair the device according to the service documentation. The ventilator carina continuously monitors the status and function of the internal components, sensors and software modules. If a deviation or anomaly is detected, an audible and visual alarm is generated. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation, the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. When carina is switched off after such an event and the device is still faulty, it will be detected by power on self-test after the next switch on procedure. The device has acted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed to deliver air during patient use. The device displayed a malfunction, rendering it inoperable. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.